Event description:
Customer reported there is a black line in the middle of the display. Customer stated misinterpretation of the results are no possible. During evaluation, it was confirmed the meter for display defect; a solid vertical line appears on the middle of the meter display screen. Investigation unit observed that the location of the line on the display distorts the result during the simulation test; therefore, misinterpretation of bg result or bolus advice is possible. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).